Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device deployment issue ("essure of left side was put in wrong/ they did not get it in correctly") and genital haemorrhage ("bleeding really bad") in a (B)(6) year-old female patient who had essure (batch no. D19659) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("bleeding really bad its causing a lot of pain"). The patient was treated with surgery (two days after insertion, left essure was pulled out). Essure was removed. At the time of the report, the device deployment issue, genital haemorrhage and pain outcome was unknown. The reporter considered device deployment issue, genital haemorrhage and pain to be related to essure. The reporter commented: the consumer had to go back two days after essure insertion because they had to redo it because they did not get it in correctly. They put one in then they tried to put the other side (left side) in and they had to pull it out and redo it again because they put it in wrong. Quality-safety evaluation of ptc: sample not availavie. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the provided information the defect type corresponds to the following meddra llt: device placement at incorrect location. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 22-aug-2017: follow-up attempts has been completed with no response to date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device deployment issue ("essure of left side was put in wrong/ they did not get it in correctly") and genital haemorrhage ("bleeding really bad") in a (B)(6) female patient who received essure (batch no. D19659). The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. In (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced device deployment issue (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("bleeding really bad its causing a lot of pain"). The patient was treated with surgery (two days after insertion, left essure was pulled out). Essure was withdrawn. At the time of the report, the device deployment issue, genital haemorrhage and pain outcome was unknown. The reporter considered device deployment issue, genital haemorrhage and pain to be related to essure. The reporter commented: the consumer had to go back two days after essure insertion because they had to redo it because they did not get it in correctly. They put one in then they tried to put the other side (left side) in and they had to pull it out and redo it again because they put it in wrong. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she was bleeding really bad (interpreted as genital bleeding). Besides that during insertion the left coil was put in wrong and 2 days after was pulled out. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship, causality cannot be excluded. Regarding the event essure of left side was put in wrong/ they did not get it in correctly (seen as deployment issue) was considered related to essure given its nature. This case was regarded as incident, since device removal was required. Further information and product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the provided information the defect type corresponds to the following meddra llt: device placement at incorrect location. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a 31-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and she was bleeding really bad (interpreted as genital bleeding). Besides that during insertion the left coil was put in wrong and 2 days after was pulled out. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship, causality cannot be excluded. Regarding the event essure of left side was put in wrong/ they did not get it in correctly (seen as deployment issue) was considered related to essure given its nature. This case was regarded as incident, since device removal was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information has been requested.